Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose levels. Customer's blood glucose level was 2.4 mmol/l. Troubleshooting was performed. Customer's parent advised their basal rates were changed which may have resulted in low blood glucose levels in addition to the patient playing with the dog. The insulin pump did not over deliver insulin and works as designed. The device will not return for the analysis.